Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On 08/08/2022, a distributor of infutronix reported a complaint on behalf of an end user: "the tube came out entirely from the distal end of the cassette, which caused leaking while the patient was receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.